Manufacturer narrative:
Philips has investigated the complaint. It was reported to philips that fluoroscopy could not be performed on both the frontal and lateral plane. No remote service was performed. The customer cancelled the case since the service was no longer required. Philips performed no services. The underlying cause and resolution of the stated issue cannot be identified. Philips took no further action. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy on both frontal and lateral planes. No harm was reported to philips.philips has started an investigation of this complaint.